Manufacturer narrative:
The account found the patient hand pendant was crushed. The account replaced the patient hand pendant to resolve the issue.

Event description:
The account alleged the head of the bed goes up by itself. No injury reported.